Manufacturer narrative:
Additional information: after the review of a returned unused sample, a detailed review of batch records for the device was performed and no discrepancies (including non-conformances/deviations), were found. Also there is not enough information to conclude that the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends is this issue was to reoccur. A previous investigation has been closed which is associated with this reported complaint and phenomenon of kinked tubes. The investigation concluded that the reported event was attributed to inconsistent manufacturing processes. A corrective action was initiated to address the manufacturing inconsistencies. This complaint will be closed with no further actions needed. The expiration date to (B)(6) 2020 and the manufacturing date to (B)(6) 2015, as only the month and year were provided. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(6) 2016. (B)(4).

Manufacturer narrative:
Mfg date: 03/2015. Based on the available information, this event is deemed to be a reportable malfunction. No harm was reported. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: there were two(2) additional cases associated with this complaint. A separate FDA 3500a form has been completed for the other cases. (B)(4).

Event description:
Complainant stated their customer reported three (3) devices in their inventory with kinked tubing. Complainant states that the kinking was detected while the devices were inside the packaging. Complainant states the devices were not moved into a clinical setting and no patient harm was reported.